Event description:
A customer had a problem with a sharps container. The customer stated "an environmental worker sustained a needle stick. The needle punctured the side of the container. The container was full but not overfull. The customer was unsure of the product ID. Stated it was a 1/2 pint container, co only sells a 1pt container. Could possibly have been 8901sa.